Manufacturer narrative:
Follow-up # 1 ¿ (08/14/2014), the lay user/patient¿s products have been returned on (B)(4) 2014 and the meter was evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging his onetouch ping meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that on (B)(6) 2014 at 3:45pm, he obtained an alleged inaccurate high reading on the subject meter of ¿77 mg/dl¿. It is not known how the patient was feeling at the time, nor is it known what are typical/normal results for the patient at that time of day. The patient reported that he manages his diabetes with insulin (self-adjuster). The patient denied taking any action in regards to his usual diabetes management in response to the meter result. The patient reported that ¿one hour¿ after he obtained the alleged high reading, he ¿passed out¿. The patient alleged that emergency medical services (ems) were contacted and at 4:45pm on (B)(6) 2014, obtained a reading of ¿25 mg/dl¿ on the ¿fire department meter¿. The patient further alleged that he was treated with ¿IV glucose¿ for his symptoms by a healthcare professional (hcp). During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measurement, the patient was using an approved sample site and the correct testing technique. However, the cca noted that the patient¿s test strips had been stored incorrectly. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was treated for severe hypoglycemia by an hcp shortly after obtaining an alleged inaccurate high reading with the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.